Event description:
Additional information was received that the patient was hospitalized in result of the failed valve. The implant depth on the non-coronary cusp (ncc) was 5mm, and the implant depth on the left coronary cusp (lcc) was 12mm. Subsequently, the valve was explanted and a 20mm non-medtronic valve was implanted surgically.

Manufacturer narrative:
Updated data: b1, b2, b5, d6b, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, 6 years, 6 and a half months, after the implant of a 34 mm transcatheter aortic bioprosthetic valve (tav), the valve failed. The failure was characterized by thickened, calcified leaflets with the frame ranging from 5.1-9.7-12 mm deep to the patient's native annulus. Calcium buildup was noted in the left and right coronary arteries and anteromedially in the right femoral artery. The patient experienced heart failure and hemodynamic instability. The patient was evaluated to determine which treatment option was appropriate. No patient complications were reported as a result of this event.